Event description:
It was reported that the bd syinge barrel / flange was damaged.the following information was provided by the initial reporter:material #unknown lot #unknown. Verbatim:complaint via email.describe the event or problem: during an ivc "[inferior venca cava]" filter placement, dr. Went to do an injection and at that time a 20cc syringe broke into shards in his hard. It punctured his glove. This happens often. No harm to patient.what was the original intended procedure? Ivc filter placement.what problem did the user have:? Device failed (e.g. Broke, couldn't get it to work or stopped working). Therapies being used on the patient at the time of the event that may have caused or contributed to the event: not known.additional information provided:"no injury reported to me."

Manufacturer narrative:
This report is supplemental to previously submitted 2243072-2026-00239. It has been determined that the legal manufacturer is san agustin. This new MDR is being submitted to correct the legal site and to submit a MDR under the correct site registration number. A correction supplemental has been submitted for 2243072-2026-00239.one sample was provided to our quality team for investigation. Upon visual inspection, the plunger was observed to be cracked, confirming the reported concern. It is possible that the plunger rod was damaged due to jamming within the manufacturing equipment. If parts accumulate in certain areas, they may become trapped against one another, which could result in damage. The areas through which components move within the manufacturing equipment are protected to reduce the risk of product damage. Products from this manufacturing line are routinely sampled and subjected to visual and functional inspections throughout production in accordance with established procedures. As the lot involved in this incident is unknown, a device history review could not be performed.based on the available information, a definitive root cause cannot be established at this time. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends